Event description:
It was reported that a hole was burned into the drape.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: safe light cord hit drape burned a hole into the drape nt plugged in delay in case by 3 min while onsite brought in a backup unit the failure(s) identified in the investigation is consistent with the complaint record. Probable root causes: esst issue causing safelight failure. Replace receptacle board. Advise to re-calibrate unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a hole was burned into the drape.